Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" ; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the unspecified bard/davol kugel patch (device #2). An additional emdr was submitted to represent the unspecified bard/davol kugel patch (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol two kugel hernia patches on (B)(6) 2014 and (B)(6) 2015 and a bard soft mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both the kugel hernia patches. The attorney alleges general allegations for emotional distress sustained by the patient. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". Attorney alleges that the device was defective.